Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, right ventricular lead noise indicating possible clavicle crush was observed. It was also noted that there were many episodes of right ventricular noise reversions that were reproduced with isometrics. The physician decided to closely monitor the lead since the patient is not dependent and no intervention will be made at this time. The patient is stable.